Manufacturer narrative:
(B)(4). Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The adapt tool confirmed the unloaded voltage and loaded voltage was within spec range. No power loss alarm noted during testing or in the pump trace download. Pump received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump error alarms confirmed in the pump history due to broken trace on keypad assembly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020. The customer blood glucose level was over 20 mmol/l and current blood glucose value was 18.2 mmol/l. The customer stated that the symptoms related to high blood glucose such as nausea, sweating and consciousness. The customer was treated with insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that alarm history contain the different alarm. The customer declined to troubleshoot for high blood glucose and different alarms. The device will not returned for analysis.